Manufacturer narrative:
Manufacturer's investigation conclusions: review of the device history record for centrimag console s/n (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The reported event of an s3 alarm was confirmed, however it was revealed that the centrimag 2nd gen. Primary console was unrelated to the root cause of the event. The returned centrimag console (serial number l01308-0008) was functionally tested. The console operated as intended when in use with a test centrimag motor. The serviced and tested console was returned to the customer site after all tests were performed per procedure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that when the system was switched on, the console displayed an s3 - system error alarm. The console, motor, and flow probe were exchanged and no further problems occurred. This report concerns the console. The motor is reported under MFR. #3003306248-2020-00002.